Event description:
No additional incident information was obtained - see h10.

Manufacturer narrative:
D4 and h4: device information received and added. H10: procedure note medical review conclusion. A fred device was implanted in the patient with a cerebral aneurysm and data review further indicates that during the implantation of the fred device, and during additional dilatation the stent shortened. The record captures and indicates that the aneurysm rupture occurred after 2nd fred was implanted. No images are available to confirm this procedure note data. Post implantation, it was determined that only the proximal side of the stent was shortened during manipulation of a guidewire for pta. On (B)(6) 2022, data indicates that a follow-up angiography revealed that only the proximal of the stent was shortened, a fred was additionally implanted. Physician¿s declarative statement indicates that when the event occurred, about 10 days had passed since the stent concerned was implanted and the patient had recovered to eat again. Physical device remains implanted. A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications. Below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure blindness. Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy. Death . Device fracture, migration or misplacement . Dissection or perforation of the parent artery. Headache . Hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) . Infection . Mass effect . Neurological deficits. Reactions to anti-platelet/anti-coagulant agents. Reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) . Reactions to anesthesia and related procedures . Reactions to contrast agents including allergic reactions and kidney failure. Rupture of the aneurysm . Stenosis of stented segment. Seizure . Stent thrombosis. Stroke or tia (transient ischemic attack). Thromboembolic event . Vasospasm . Visual impairment.

Manufacturer narrative:
The model and lot number of the device were not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Neither procedural nor medical images are available. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported a fred was implanted in the patient with a cerebral aneurysm on (B)(6) 2022. During additional dilatation, stent shortening was noted, but it was determined to be no problem and the procedure was completed. After the implantation, only proximal side of the stent was shortened during manipulation of a guidewire for pta. The stent was initially covered up to approximately 10 mm from the aneurysm proximally, but shortened to 4 to 5 mm. Therefore, pta was not performed. A follow-up angiography on (B)(6) 2022 revealed that only proximal of the stent was shortened, and a second fred was additionally implanted.